Manufacturer narrative:
(B)(4). Date sent: 7/26/2018. Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Clips were malformed from 4th clip onwards. No harm to patient. Procedure: liver transplant.

Manufacturer narrative:
(B)(4). Batch # r9243u. The analysis results found that the mcm30 device was returned with no damage in the external components; upon visual inspection, a clip was noted to be jammed in the clip track. In addition, the packaging was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the clip was confirmed to be jammed. 28 clips were found inside clip track. No conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.